Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, a visual inspection revealed damage to the grommet and the setscrew was missing from the returned device package and could not be further evaluated.

Event description:
It was reported that during implant procedure that the physician was unable to tighten the proximal setscrew. After several attempts and damage to the grommet, the rv lead was withdrawn. The device was not implanted. No patient complications have been reported as a result of this event.